Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The motherboard, the power control board, the display cpu, and the connecting cable between display and ventilator were replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system failed while in use on a patient. There was no report of patient injury.

Manufacturer narrative:
After review of the logs by product engineering, it was determined that a display unit random access memory (ram) error occurred. When this event occurs, the unit is designed to continue ventilating at the current settings. Therefore, the initial MDR was not reportable.